Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced an electrical discharge when the ins was on. The ins could not be used anymore because of big discharges. A contributing factor was when she opened the oven she felt a discharge, and the house had an electrical problem with no more electricity in the house. When control ins impedances were > 4,000 ohms with electrodes 1, 7, 12, 13. Troubleshooting was performed, when the ins was turned off, the electrical discharge stops. The ins and lead were replaced. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot#: vawqu3, implanted: (B)(6) 2019, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 3877-45, serial/lot #: (B)(4), ubd: 28-jul-2020, phone number: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown product type lead product ID 3877-45 lot# vawqu3 serial# implanted: (B)(6) 2019 explanted: (B)(6) 2022 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2. Correction: please note, codes b20, b21, c20, c21, and d16 no longer apply to this report. H3. The returned ins (serial/lot # nma736517h) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis found no significant anomaly. The returned lead (lot # vawqu3) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #4 and #5 conductors were broken 6.5 cm from the distal end of the lead. The returned lead (serial/lot # unknown) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #1 and #7 conductors were broken; 7 cm from the distal end of the lead. H6. Please note, codes c19 and d14 apply only to the ins and codes c070603 and d15 apply only to the leads. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.